Manufacturer narrative:
(B)(4). The cse inspected the device and replaced the touch frame. The device passed extended self-test (est) and short self-test (sst).

Event description:
Customer reported that an 840 ventilator had touch screen block error. The device was not being used on a patient when event occurred. Covidien customer supported engineer (cse) verified the malfunction.